Event description:
Pencil would not activate.

Manufacturer narrative:
The device in question was tested on a system 6000 electrosurgical unit. The cut, coag and abc initiated functions tested within spec. No evidence of product defect was found.